Event description:
It was reported that the customer was hospitalized after breaking her hip when she fell off her bike. During the hospitalization the customer's blood glucose levels elevated to 500 mg/dl. The customer was also nauseous. The customer changed the infusion set three times, but continued to experience high blood glucose levels. Troubleshooting was performed, and the insulin pump passed the self test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.